Manufacturer narrative:
Investigation summary: a visual inspection revealed that there was a tear in the silicon coating and latex balloon, about 3 cm long from the edge toward the center. The suture crossing the tear had shifted. The device was bloody. Based upon the visual observations, the reported complaint "balloon ruptured" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the btt (blunt tip trocar) port was inserted, but pulled out during dissection. It was reinserted and this time inflated per IFU (instructions for use) with 10cc of air. Dissection continued on the upper thigh when the balloon on the btt ruptured. It was removed and inspected. It appeared all of the balloon material was intact. Another btt port was utilized to complete the procedure. There were no pt effects. The product was returned.